Event description:
The reporter stated that during a spinal surgery procedure, the surgeon was inserting the screw into the sacrum and the seat came off the screw head. Integra has requested additional info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.